Event description:
It was reported that prior to a breast biopsy procedure the device showed error during the power up. The problem was confirmed. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.